Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of possible break in aseptic technique, high temperature and suspected sterile peritonitis in an approximately (B)(6) male patient coincident with dianeal pd4 unknown bag, extraneal viaflex and nutrineal pd4 unknown bag therapies (lot numbers not reported). This is one of multiple reports from the same reporter. On (B)(6) 2010, the patient began treatment with dianeal pd4 unknown bag, extraneal viaflex and nutrineal pd4 unknown bag therapies (doses, frequencies and lot numbers were not reported), intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, a possible break in aseptic technique occurred. On the evening of (B)(6) 2011, the patient was admitted to the "accidental and emergency department" with a high temperature (date of onset and body temperature were not reported) which was reported as "possibly related" to the event of sterile peritonitis. On (B)(6) 2011, cloudy effluent was noted. The patient was discharged early morning on (B)(6) 2011. On (B)(6) 2011, the patient visited the renal unit. While at the renal unit, the patient received vancomycin 2g, ip; and gentamycin 40mg, ip. Remedial treatment was ongoing. Dianeal, extraneal and nutrineal were ongoing. At the time of this report, the outcome for the events of high temperature, and sterile peritonitis were reported as ongoing and improved. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of possible break in aseptic technique was not reported. The patient was not taking any concomitant medications. The nurse did not provide a statement of causality for the events of possible break in aseptic technique, high temperature or sterile peritonitis.